Event description:
It was reported that on two occasions, the ventilator would not cycle with an audible alarm while connected to a pt. No reported harm to the pt. The pt was hand ventilated through both circumstances.